Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the surface electrocardiogram showed two to three second pauses due to oversensing on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.